Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation and dissection are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a moderately tortuous, heavily calcified lesion in the right coronary artery (rca). Prior to orbital atherectomy treatment, the intravascular ultrasound (ivus) catheter was advanced and strong wire bias was observed. Three low-speed treatments were performed before ivus identified a perforation. A stent was placed, and extravasation was confirmed. An additional stent was attempted to be placed; however, the blood vessel and other stent prevented it from being placed. The patient's condition worsened; extracorporeal membrane oxygenation (ECMO) and pericardiocentesis were performed. Since the second stent was unable to be placed, the physician decided to surgical treat the perforation, and hemostasis was achieved. The patient was admitted to the intensive care unit and will be transferred to a rehabilitation center.